Event description:
Pt reported obtaining a blood glucose results of 270 mg/dl, while using the suspect device. Based on this result, pt delivered 12u insulin. According to patient, within thirty minutes, pt began experiencing hypoglycemic symptoms. Pt reportedly retested their blood glucose and received a result of 170 mg/dl. Patient summoned emergency medical services, and upon their arrival, fifteen minutes later, pt's blood glucose measured 30 mg/dl (on paramedics' blood glucose monitor). Pt was treated with a "sugar-shot," and was transported to the hospital for additional treatment. Patient noted that, once hospitalized, their blood glucose measured 130 (on hospital's device). Patient did not provide duration of hospitalization. Patient's current condition: fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.